Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Additional observations : the instrument was found to have thermal damage at the yaw pulley near the grip. The yaw pulley had charring and localized melting . The instrument grips were manually manipulated and the instrument passed the electrical continuity test on all attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with 8mm fenestrated bipolar forceps instrument. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.